Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer's cursor had frozen and become unresponsive, making it impossible to use and requiring a reboot. It was noted that the stylus was missing, and test stylus was working properly without any issues. It was also noted that the cord bay latches were broken. The keyboard hinge and keyboard sliding rail were broken. An electromagnetic interference repair was performed to avoid the screen issues with the activated finger-touch option. The finger-touch option was tested and worked correctly. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's cursor had frozen and become unresponsive, making it impossible to use and requiring a reboot. There was no patient involvement.